Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The preoperative cup plan was for the cup to be placed at 39 degrees of inclination and 20 degrees of version. One of the intraoperative fluoroscopy images was reviewed and analyzed, and estimated placement values were 24 degrees of inclination and 34 degrees of version. After manual cup impaction, the approximate cup placement was 37 degrees of inclination and 25 degrees of version. The suspected root cause of the issue is a bumped tracking array; however, a definitive root cause could not be determined since the checkpoint value was acceptable prior to bone preparation. A bumped array would explain why the rio reported plan values discrepant with the surgeon's expected plan.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst acetabular cup. After cup impaction, cup plane results were measured and were reported to be accurate to the plan. Intraoperative fluoroscopy, however, showed that the cup version appeared greater than the values captured. The surgeon adjusted the cup manually and was satisfied with the outcome of the procedure.